Event description:
It was reported a patient's right ventricular (rv) lead presented with low pacing impedance. No changes were reported. The patient was stable.

Manufacturer narrative:
The reported events were low pacing lead impedance and lead slack issue. As received, a complete lead was returned in one piece. The reported event of low pacing lead impedance was not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2024. The patient was stable.

Event description:
New information received indicates the x-ray showed that the right ventricular (rv) lead had lost some slack but was still in place. No changes were reported. The patient was stable.